Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had presented for a routine follow-up. Upon interrogation, the right atrial lead exhibited noise. On (B)(6) 2015 the physician elected to cap and replace the lead. During the procedure, he noted that the lead insulation was abraded. The patient tolerated the procedure well and would continue to be monitored